Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not recognizing the medication. The customer stated that the refrigerator bin 1.1 pocket 1 was only affected location. A technical support specialist (tss) remoted into server and sent resend pocket loads message for station. Further the tss made multiple attempts to contact customer to confirm which pockets were experiencing the issue and whether the pockets were the only one not communicating with the server. Then the customer gave permission to close the case. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary the issue was related to the device¿s refrigerator. This unit included a helmer refrigerator, and earlier this week a field service technician was dispatched because the system failed to recognize an entire row of bins that contained medications. One of the affected medications was lorazepam 2 mg/1 ml syringe (med ID (B)(6)). The system did not recognize this medication because it was stored in one of the pockets missing from the storage configuration. After the repair, the user loaded the medication into a pocket that was not previously available in the storage space configuration. However, it then appeared in narcstation with a max/min of 5 and 3, even though the user had entered a max/min of 3 and 1 when reloading it. As a result, narcstation did not recognize that this medication needed to be pulled from the narcstation inventory. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary the issue was related to the device¿s refrigerator. This unit included a helmer refrigerator, and earlier this week a field service technician was dispatched because the system failed to recognize an entire row of bins that contained medications. One of the affected medications was lorazepam 2 mg/1 ml syringe (med ID 1921). The system did not recognize this medication because it was stored in one of the pockets missing from the storage configuration. After the repair, the user loaded the medication into a pocket that was not previously available in the storage space configuration. However, it then appeared in narcstation with a max/min of 5 and 3, even though the user had entered a max/min of 3 and 1 when reloading it. As a result, narcstation did not recognize that this medication needed to be pulled from the narcstation inventory. There were no adverse events or injuries reported based on this event.